Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4), (no code available) has been used for procedure delay (high patient risk). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto® 3 system wherein there were some video display issues which resulted in a procedural cancellation introducing high patient risk. It was reported that while the patient was on the table the catheters inserted into patient through access at the groin. A second carto® 3 system screen and the main siemens screen said "no signal". They troubleshooted the splitter boxes and cables leading into carto® 3 system workstation. They tried to reboot the splitter boxes and also rebooted workstation. It from epworth came to help with troubleshooting the issue. The case was cancelled after patient had been on table for 1.5 hours. Consignment catheters opened and used for a brief time, however, the case was not able to be completed. Unable to identify whether the issue is with the splitter box, cables leading into the lab or the carto® 3 system. The issue was resolved some hours after cancellation of the procedure. The hospital¿s clinical director was notified of procedural issue. On 7/11/2019, additional information was received indicating the patient was under local anesthesia but no transeptal puncture was performed. Extended hospitalization was required as the patient had to be transferred to melbourne private hospital and procedure re-booked for next week. When asked if the physician considered cancelling the procedure may have caused or contributed to a death or a serious injury to the patient and the response was ¿no death to the patient.¿ the customer¿s reported video display issues are not reportable since the issue is highly detectable. The procedure cancellation issue has been assessed as an MDR reportable event.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto® 3 system wherein there were some video display issues which resulted in a procedural cancellation introducing high patient risk. It was reported that while the patient was on the table the catheters inserted into patient through access at the groin. A second carto® 3 system screen and the main siemens screen said "no signal". They troubleshooted the splitter boxes and cables leading into carto® 3 system workstation. They tried to reboot the splitter boxes and also rebooted workstation. It from epworth came to help with troubleshooting the issue. The case was cancelled after patient had been on table for 1.5 hours. On (B)(6)2019 , additional information was received indicating the patient was under local anesthesia but no transeptal puncture was performed. Extended hospitalization was required as the patient had to be transferred to melbourne private hospital and procedure re-booked for next week. When asked if the physician considered cancelling the procedure may have caused or contributed to a death or a serious injury to the patient and the response was ¿no death to the patient.¿ device investigation details: the device investigation has been completed. It was confirmed that issue was related to the siemens display in use during the procedure and not related to the carto 3 system. It was a non-carto 3 system issue. The system is ready for use. A manufacturing record evaluation (mre) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer¿s ref # pc-000500786.